Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. A blood glucose level and additional information was not provided. Multiple follow up attempts were performed to obtain additional information, however, the customer did not respond.